Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customer's reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic operating handpiece handle got hot while performing cataract surgery. The procedure was able to be completed. There was with no harm to the patient. Additional information has been requested. Additional information received clarified that the heated handpiece was used to complete the surgery in the same setting.